Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of wide complex morphology. Technical services (ts) was consulted, and a review of stored episodes revealed one untreated episode with a very small signal amplitude and oversensing, a review of the subcutaneous electrocardiogram showed appropriate sensing. Ts recommended evaluation when patient is stable as the patient was noted to be having seizure unrelated to the device. Ts also discussed reprogramming options. This sicd system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of wide complex morphology. Technical services (ts) was consulted, and a review of stored episodes revealed one untreated episode with a very small signal amplitude and oversensing, a review of the subcutaneous electrocardiogram showed appropriate sensing. Ts recommended evaluation when patient is stable as the patient was noted to be having seizure unrelated to the device. Ts also discussed reprogramming options. This sicd system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this sicd system received seven additional inappropriate shocks due to t wave oversensing. The field representative indicated that there were 20 additional shocks no one evaluated over the lifetime of the device. Technical services (ts) was consulted, recommended discussing with physician possible programming options. This sicd system remains in service. No additional adverse patient effects were reported.